Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the pump not helping the patient's pain was determined. It was determined that the pump segment of the catheter was kinked in the pocket. It was also reported that per hospital policy the catheter was sent to pathology. The company representative (rep) called the hospital on 10/15/2024 and the customer could not locate the item, therefore they would consider the catheter lost by the customer. Due to this, they would not be able to return the catheter.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient reported that the pump was not helping his pain. They did not report withdrawal symptoms. He had a CT scan a few months ago (date unknown) that showed an issue with his catheter. It was noted that the catheter was kinked. The CT scan showed the catheter tip at t11 and anterior. The patient reported no falls or injuries. The patient had his pump replaced back in (B)(6) 2024 and at that time, the catheter had good flow and aspirated without difficulty. The catheter location was unknown at that time due to no x-ray at the replacement surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the catheter was replaced on (B)(6) 2024. The old spinal segment was tired off. The new catheter tip was at the top t8, posterior, and aspirates with good flow. The explanted pump segment was sent to the hospital lab per policy. Outcome: the issue was resolved. The healthcare provider (hcp) has no further information for medtronic. The patient medical history is cardiac issue with pacemaker, chronic pain syndrome and, spinal fusion with hardware. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.